Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and atrial pacing lead exhibited pacing impedance measurements greater than 3k ohms. The pacing threshold has gradually increased to 2.8/2.0, but the lead continues to sense normally at 3.4mv. There has been some pacemaker mediated tachycardias and no atrial tachycardia response (atrs). There is no oversensing of the ventricle or inappropriate shocks.